Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in shock lead impedances (sli) to high, out of range. Pacing impedances also fluctuated but always within normal limits. Technical services (ts) mentioned that the sli are high, but not high enough to be concerned for shock truncating or to suggest a lead revision at this point. If sli continue to rise, would consider a shock testing when average is closer to 140's ohms. At this time there was no lead noise, and sensing was fine. The rv lead remains in service. No adverse patient effects were reported.